Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The additional two devices referenced in b5 is captured under separate reports.

Event description:
According to the available information the catheter fell out three times, the balloon had deflated. The first time the nurse said it seemed burst, and the other times nothing in particular happened.

Event description:
According to the available information the catheter fell out three times, the balloon had deflated. The first time the nurse said it seemed burst, and the other times nothing in particular happened.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found two other complaints for a balloon deflated on the lot number. On 3th february 2026, we received one used sample. The sample was dirty, blood was all over the product, according to our procedure the sample was thrown away without investigation performed. Visually it was possible to see that the balloon was burst and detached from the catheter. Bursting issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring ID occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed on prostatic catheter, on the same defect "balloon burst", from january 2022 to january 2026: 131 similar cases were found.